Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the analysis results of the xc200 reload was received with no apparent damaged. However, the clips were noted to be broke; due to that the clips are absorbable and have begun with the process of degradation. Also, only one clip was manually loaded on the test device and it closed as intended. In addition, the foil was examined and showed multiples wrinkles and small holes on the bottom cavity of the foil package related to excessive manipulation. Due to condition of clips no functional test was performed. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Device history lot ==> the batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.  The following information was requested, but unavailable: "* what is the lot number? => no lot # was provided. * what suture type was used? => no further information is available. * what suture size was used? => no further information is available. * when the even occurred, was the suture placed near the hinge of the clip? => no further information is available. * if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? => no further information is available.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy procedure on (B)(6) 2020 and suture clips were used. During the procedure, the clip was cracked when it was about to be loaded into the applier. Another device was used to complete the case. One device will be returning. No further information is available. There were no adverse patient consequences reported. Additional information was requested.